Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after ending a right ventricular pacing threshold test, pacing inhibition causing a period of asystole of approximately three and a half seconds was noted. At this time no changes have been made and the pacemaker remains implanted and in service. No adverse patient effects were reported.